Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 0.100 iu/l accompanied by a data flag. The initial result was reported outside of the laboratory to the doctor and patient. The patient questioned the result. A second sample was collected from the patient and tested on (B)(6) 2016, resulting as 603.0 iu/l accompanied by a data flag. Both the first and second samples were then repeated on (B)(6) 2016. The first sample repeated as 295.4 iu/l accompanied by a data flag. The second sample repeated as 605.5 iu/l accompanied by a data flag. The patient was not adversely affected. The hcgb reagent lot number was 179825, with an expiration date of january 2018. The field service engineer found that the sample probe sampling position was too far back for the type of tubes the customer used. He aligned the probe correctly. He ran performance testing. The investigation agrees that the event was caused by the probe positioning.